Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported foreign material was found inside the packaging of the product.

Manufacturer narrative:
Method code 10, results code and conclusions previously omitted from follow-up 01, MFR #: 1049092-2015-00543, reported to the FDA on november 18, 2015. No previous investigations are available. After review of the returned product and detailed batch review for the associated lot, no discrepancies (includes non-conformances/deviations) were found. The returned sample was visually examined. A small piece of material measuring approximately 2mm x 5mm was observed. The material was examined and determined to be a small piece of the skin barrier adhesive which had stuck to the heat seal paper. This material is not foreign, but part of the dressing structure. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 28, 2016. (B)(4).

Manufacturer narrative:
Additional information was received october 28, 2015. Confirmation that a return sample has been received on october 27, 2015. It was discovered on november 04, 2015 that information was omitted from the initial MDR, MFR report # 1049092-2015-00543 that was submitted on september 18, 2015 that a photo was received and reviewed on august 26, 2015 confirming a foreign matter in the package. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).